Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2018 with the following findings: during investigation, the pump powered on to a dim and discolored display. It was also found that the battery compartment was cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.